Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they feel like they are being electrocuted. Patient stated they can't stand himself. Patient stated he is running to the bathroom and his stomach feels horrible and it feels like something died in him. Patient reported he tries to grab things and everything is off he has no coordination. Patient reported they are shaking like a leaf and his tongue feels like it is being electrocuted and his saliva is slimy and it does not feel good. Patient verified he has turned the implanted neurostimulators off but they are still getting the symptoms. Pss asked if patient has had any falls or trauma and patient stated no. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.